Manufacturer narrative:
(B)(4).

Event description:
Clinical research associate contacted dexcom on behalf of a trial patient on (B)(6) 2016 to report the trial patient's receiver initialized without a manual restart on (B)(6) 2016. There was no report injury or medical intervention. No additional patient or event information is available.